Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the entire dissection tip came off from the scope where it was screwed onto the scope. The dissection tip did not break but unscrewed from the scope during dissection. The physician assistant used the cradle on the cannula and retrieved the dissection tip from the leg through the original incision. A replacement dissection tip was used to complete the case. The hospital did not report any pt complications. After the procedure, maquet account manager and the physician assistant inspected the dissection tip and the scope's thread and both looked fine. They re-screwed the dissection tip to the scope and it fitted well and secured. The physician assistant agreed that it was user technique during preparation of the scope due to dissection tip was not tighten securely onto the scope.

Manufacturer narrative:
Investigation results: the visual inspection showed that the dissection tip was returned with the dissection tip securely attached to the juicer body and formed a complete assembly. The threads on the juicer body were not damaged. The dissection tip was then screwed onto a reference scope and it secured with no issues. Based upon these findings, the reported case of dissection tip coming unscrewed due to user error is confirmed. As lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.